Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, the patient experienced inability to void, bladder irritation, recurrence of incontinence, mesh erosion and additional surgeries to remove the mesh. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.